Event description:
While patient undergoing open heart surgery and on bypass, retrograde cardioplegia was started. Within a few seconds after going on retrograde and while the pressure was only 35 mm/hg, the surgeon felt a golf ball sized mass in the coronary sinus area. Retrograde was immediately discontinued. The coronary sinus catheter had ruptured the coronary sinus. The catheter was removed and inspected after the coronary sinus was sutured. Upon examination of the device the surgeon infused crystalloid solution through the catheter in a normal fashion and the self-inflating balloon became aneurysmal in a small area and inflated to at least twice its usual diameter. As the device is a single use item, it was removed froms ervice. The manufacturer was notified by the surgeon.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, other, unanticipated short term complication of procedure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.